Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Standard surgical technique. Was the retaining pin placed manually or automatically? The retaining pin was placed manually. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. But the surgeon did notice a different feel when the device was fired. Was the distal transection completed in one or multiple firings? One firing. Can more information be provided about staple form? Information not provided. Can you please clarify what was meant by ¿prior circular stapler firing lateral to the eea firing¿? Correction. Should have read, "prior contour stapler firing lateral to the eea firing." Was the colostomy planned or performed due to the issues with the contour devices? Performed due to the issues with the contour devices. Will the colostomy be reversed? Information not provided. What is the current status of the patient? Surgeon noted that patient is doing fine.

Manufacturer narrative:
(B)(4). Batch # t5ah3z. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the retaining pin placed manually or automatically? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? Can you please clarify what was meant by ¿prior circular stapler firing lateral to the eea firing¿? Was the colostomy planned or performed due to the issues with the contour devices? Will the colostomy be reversed? What is the current status of the patient?

Event description:
It was reported that during a colon resection procedure, the surgeon and staff had opened and fired the contour stapler (product code cs40g). After the first firing and upon insertion of an eea sizer, it was noted that the staple line appeared to fall apart. Another device of the same product code was then opened and fired. A circular stapler was then fired to complete the anastomosis but it was noticed the prior circular stapler firing lateral to the eea firing had fallen apart. The patient was then diverted to a colostomy. The procedure was delayed one hundred and twenty minutes.